Event description:
A wilson-cook esophageal z-stent with dua anti-reflux valve was placed after the strictured area was dilated to 14mm. The patient underwent a barium swallow on more than one occasion post stent placement, to verify correct stent position. The patient was instructed to follow a soft food diet. After approximately one month, the anti-reflux valve decomposed. The physician elected to push the stent into the patient's stomach. Another stent was placed over the stricture. No injury to the patient was not reported.